Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamper tube of a 5f mynxgrip vascular closure device (vcd) was not available when the user shuttled down to deploy the sealant and when they pulled the 5f non-cordis sheath back to the top handle there was no tamper tube available. Hemostasis was achieved by manual hold. There was no reported patient injury. The user was deploying per instructions for use (IFU) instructions. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 5f non-cordis sheath. The advancer tube was not engaged or visible. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The deployer¿s mynx certified. Other procedural details were requested but were not provided. The device was discarded; however, sterile devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the tamper tube of a 5f mynxgrip vascular closure device (vcd) was not available when the user shuttled down to deploy the sealant and when they pulled the 5f non-cordis sheath back to the top handle there was no tamper tube available. Hemostasis was achieved by manual hold. There was no reported patient injury. The user was deploying per the instructions for use (IFU). The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 5f non-cordis sheath. The advancer tube was not engaged or visible. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The deployer¿s mynx certified. Other procedural details were requested but were not provided. The complaint device was discarded. However, two (2) sterile mynxgrip vascular closure devices (5f) from the same lot were returned for investigation for this complaint. The devices were received in their original sealed pouches but were not stored under controlled-temperature conditions. Upon visual inspection, the shuttles were found engaged to the black handles, and the advancer tubes and sealants remained in their manufactured positions. Each device was unpackaged and examined for any damages or anomalies that could have contributed to the reported failure. However, no such issues were observed with the returned devices. Per functional analysis, simulated deployment and inflation/deflation tests were conducted on the two sterile units. The shuttle cartridges advanced successfully and retracted to the black handles without issues, as outlined in the mynxgrip IFU, confirming proper sealant deployment. The advancer tubes were properly engaged to the proximal tamp locks. Additionally, inflation/deflation tests were performed on both units using the syringes received with the devices. The balloons fully inflated, maintained pressure, and deflated properly without any ruptures or pressure loss, in accordance with the mynxgrip IFU. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed as the complaint device was not returned for analysis. Also, the event was not observed through analysis of the returned sterile devices since they passed functional analysis of the deployment mechanism with no anomalies noted. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and the product analyses, it is not possible to determine what factors may have contributed to failure to deploy event reported since the sterile devices were able to pass functional analysis to deploy the sealants with no anomalies/damages noted. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment due to incomplete shuttling (even though it was reported that the user shuttled down completely) possibly contributed to the issue experienced by the customer. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis of the sterile devices, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.